Event description:
It was reported in 2009, that the pt had poor sound quality with the ap programmed, and insufficient amplification. CT scan showed slight dislocation of fmt from round window niche. The fmt was re-positioned and secured under local anaesthetic. Three weeks later, the switch on went fairly well. He reported that the sound was much better than last time, but still static sounding. The pt was seen the following month, complaining about insufficient loudness and clarity of sound. Aided threshold measurements showed very poor reception over the whole frequency range. CT scans carried out showed a small gap between fmt and the round window niche. Confirming pt's reports that he could hear with the implant, but not clearly and with poor sound quality. Another revision surgery was scheduled, taking place in the same month, again under local anaesthetic. The good quality of the coupling was checked and confirmed immediately. The pt has been advised to wear his ap as soon as being discharged from hospital and to keep record of any changes in hearing. Three months later, the pt can still understand numbers pretty well, but with more complex speech he struggles a lot. As per his current speech discrimination scores, he is outside the indication criteria for vsb.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.